Manufacturer narrative:
(B)(4).

Event description:
It was reported that a asymptomatic patient presented for a routine check.. Episodes of noise on the ventricular lead due to non-sustained rv oversensing were noted. Further actions will be discussed with the physician. The patient will continue to be monitored.